Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported missing flow label which was reproduced. The cause was determined to be flow label was missing. The missing label was replaced during pump case shimming to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump flow label was missing. There was no known patient injury or medical intervention associated with this event. No additional information is available.